Event description:
It was reported that the blood temperature was observed as twenty-two degrees centigrade. Another catheter was used and the problem was solved. No patient complications were reported.

Manufacturer narrative:
The device will not be returned for evaluation.